Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient experienced high blood glucose (bg) event on 13-feb-2026. The blood glucose was high and treated it with insulin administeration. The blood glucose (bg) was high for 1-2 hours. No further information available.